Event description:
Reporter indicated a vns pt is experiencing "sharp pains through the top of her head" when the device stimulated. The device has been disabled and the pt is wanting the vns explanted. Good faith attempts to obtain additional info have been unsuccessful to date.

Event description:
Further information was received that the patient felt like "an axe was hitting me on the top of the head" when the device was turned on. This was in regards to the previously reported painful stimulation. She also said that she was unable to talk with the stimulation. Both of these events caused the vns to be turned off. A review of the available programming history data showed the date on which the device was turned off. The only diagnostic data from the database was from the day of implant but showed the device was working as expected at that time. No further relevant data has been reviewed. No further relevant information has been provided to date.